Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list#. The international list number is unknown. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced stoma site infection requiring hospitalization. It is unknown how the patient was treated for stoma infection during hospitalization. The issue was resolved by (B)(6) 2019.